Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and was hospitalized due to infection at infusion set insertion site on (B)(6) 2024 and (B)(6) 2024. The duration of emergency room stay on (B)(6) 2024 was for 5-6 hours. The patient underwent surgical removal of abnormal mass growth (infection) at insertion site on (B)(6) 2024 and was treated with antibiotic. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6005226 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005226 was manufactured according to the work instruction (wi) version 96, on 23/apr/2024 in m10, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against harm code infection (requires advanced medical intervention e.g. I.v. Antibiotics, surgical debridement or excision) and lot 6005226 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.